Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was implanted and explanted the same day due to dislodgement. The helix was deployed several times looking for a position with a viable pacing threshold. After closing the pocket, the lead dislodged. The physician decided to replace the lead because of multiple deployments. Should additional information become available, this file will be updated.